Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and exposed to moisture. The customer¿s blood glucose level was unknown. The customer reported that the none of the buttons were responding except for act and up arrow. The customer reported that the screen looks foggy. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test or verify keypad button anomaly due to blank display. Device had cracked lcd window, cracked case at display window corner.